Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383519 and lot number 4232063. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port leaked at the septum. The following information was provided by the initial reporter: this IV had a failed valve and leaked blood after the needle was removed from the system. A new IV needed to be placed into the patient. Regarding patient harm/injury/negative outcomes, the outcome for these was that the patient needed to be poked again to establish IV access. The ivs removed were otherwise working and successful. For the 18g ivs that leaked after accessing, the clinician had to clean blood off the patient that leaked causing a less than satisfactory patient experience.